Event description:
Customer reported discrepant triage tni results compared to roche cobas hs-tnt over 1 patient lot#: t16153, sn: (B)(6). Patient information: a 40 y/o male patient came to the (B)(6) on (B)(6) 2026. Sx: intermittent headache lasting for about a week. Dx: hypertension urgency from main hospital. Sample information: triage wb-edta used as the specimen, collected via venipuncture. Roche redrawn blood (run 1: 15:10, run 2: 19:02, 20:25); li heparin plasma collected via venipuncture. The patient was not treated based on triage tni result. No repeat test on triage tnt was performed. Patient rx: hydrochlorothiazide 12.5 mg, losartan 100 mg, metoprolol tartrate 25 mg, polyethylene glycol 17 gram posder.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retained devices of triage cardiac lot: t16153rn. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency or no corrective action is required.